Event description:
Patient was moving from c.t. Table to stretcher. The lock mechanism was in the lock position but the stretcher moved, allowing the patient to fall between the c.t. Table and the stretcher. The locking mechanism on the stretcher wheels was checked and it was found that at certain wheel angles, the wheels do not lock even with the pedal fully depressed.